Event description:
It was reported that the implantable pulse generator (ipg) had to be charged frequently and would no longer get to a full charge. The patient underwent an ipg replacement procedure and a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility. No device malfunction was suspected.